Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that none of the buttons were not working and that they were blocked. The customer was able to remove the battery, inserted a new battery to continue insulin pump therapy but there were still issues with the buttons not responding. The customer's blood glucose was 137 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.